Event description:
The core micro drill was sent for eval because it overheated during testing. There was no pt involvement; no adverse event was associated with the device.

Manufacturer narrative:
During failure analysis, overheating could not be duplicated; the device had no power. Visual exam revealed corrosion within the internal components of the device.